Event description:
It was reported that the pt had redness and swelling at the neurostimulator pocket. The neurostimulator and extensions were removed due to infection. No pt outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The neurostimulator and extensions were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.